Manufacturer narrative:
An event for patient effects of pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported pericardial effusion could not be determined. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, an 18mm amplatzer amulet device was implanted using a 12f amplatzer torqvue delivery system. The transseptal puncture was performed at the mid/mid septum. During the procedure, the device was never completely retracted into the delivery system, and there was no difficulty implanting the device. Heparin was administered during the procedure, and the patient was in sinus rhythm. Protamine was given following the procedure. A wire was not placed in the left atrial appendage.within 24 hours post-procedure, the patient developed a pericardial effusion, and approximately 200 ml of fluid was drained. The effusion was circumferential and was noted around the left ventricle. The pericardial effusion led to cardiac tamponade. The effusion was resolved via pericardiocentesis. At the time the effusion was identified, the patient was taking dual antiplatelet therapy (dapt) and had been on eliquis prior to the procedure. The patient was stabilized, remained hospitalized for an additional night, and was subsequently discharged on (B)(6) 2025.

Manufacturer narrative:
An event for patient effects of pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported pericardial effusion could not be determined. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, an 18mm amplatzer amulet device was selected for implantusing an unknown delivery system. Within 24 hours post-procedure, the patient developed a pericardial effusion, and approximately 200 ml of fluid was drained. The patient was stabilized, remained hospitalized for an additional night, and was subsequently discharged on (B)(6) 2025.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, an 18mm amplatzer amulet device was selected for implantusing an unknown delivery system. Within 24 hours post-procedure, the patient developed a pericardial effusion, and approximately 200 ml of fluid was drained. The patient was stabilized, remained hospitalized for an additional night, and was subsequently discharged on (B)(6) 2025.